Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level around (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 293 mg/dl. The customer¿s current blood glucose level was 490 mg/dl. The customer was treated with insulin pump. The customer was alleging the insulin pump for under delivery because customer¿s blood glucose level was going high. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.